Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the report as this event has changed to a reportable malfunction. Additionally, to provide an update to h7. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the suggested event occurred due to that occlusion partial or total was generated in the proximal bonding station due to misalignment of the d-mandrel or mandrel during the preparation for bonding process. The operator has not enough visibility to ensure the correct position of the d-mandrel or mandrel, causing melting material smearing occluding partial or total the diameter of the extrude. Causing two events, the first is the diameter is completely occluded which would prevent the balloon from inflating. And the second event would be that the diameter is partially occluded which would cause it to take longer to inflate or deflate. However, the root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned as it was disposed by the facility. The lot number was not available. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported that the balloon got stuck at the distal end of the balloon dilator after deflating and were not able to be pulled it back through the scope. The issue occurred while performing esophageal dilation during an esophagogastroduodenoscopy (egd) procedure. The procedure was prolonged for about a minute and patient¿s anesthesia or sedation was extended for about a minute. The procedure was completed with the same device. No medical intervention was required. The customer further reported that the same issue had happened during a previous egd procedure which is captured in patient identifier (B)(6).

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported that the balloon got stuck at the distal end of the balloon dilator after deflating and could not be pulled back through the scope; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.